Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently two months later with no blood flow down the right limb. The patient was treated with thrombolysis on the same day, and the event was resolved. As per the physician, the limb became occluded due to the tortuosity of the vessel. The hypogastric artsy was also embolized further limiting outflow. No additional clinical sequelae were reported and the patient is fine.